Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204/damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging j702 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the monitor was unable to recognize an ECG signal. The cause for the failure was isolated to a defective u612 output being 0v when the belt was connected. The root cause for the defective u612 component is a result of the damage on the electrode belt. No adverse event resulted from the defective monitor. Monitor manufacturing date is 12/15/2017. Belt manufacturing date is 5/27/2015.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable), "check belt" messages and that the belt cable was damaged.